Manufacturer narrative:
A beckman field service engineer (fse) performed an extensive evaluation of the dxc 700 au chemistry analyzer. This involved multiple site visits where the fse replaced the reference block and both dispenser units. Troubleshooting continued with additional hardware replacements, including the cable assembly, ise driver board, mixing bar, sample pot and heat exchanger. Upon a subsequent return, the fse observed bubbles trapped near the reference electrode tip. The fse then replaced the reference electrode holder, tubing, connector, pinch valve tubing and t-holder. After these replacements, the fse performed precision and quality control, which all passed. The fse verified no further bubbles were present and the analyzer resumed normal operation. Due to multiple hardware interventions performed, a definitive single component could not be identified as the sole contributor to this event. However, there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported obtaining low sodium and high chloride patient results due to negative anion gap values on their dxc 700 au clinical chemistry analyzer. The samples were re-analyzed with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.